Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/5/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. The product received revealed that it was received, one empty labeled winding former and a needle suture in two sections outside its packaging that pertained to product code vp2317. During the visual inspection of the returned sample, it was observed that the strand had begun with a degradation process caused by exposure to the environment. In addition, body fluids were found on the sample. The foil was visually inspected, and excessive wrinkles and a hole in the cavity were observed. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ what was the quantity of blood loss? ¿ was a blood transfusion required? ¿ was there any medical or surgical intervention performed? If so, please specify. ¿ how was the procedure completed? ¿ was there any change in the patient¿s post-operative care due to this issue? ¿ were there any patient consequences? ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke during suturing and doctor got panicked because of loss of blood of patient and that same suture was not available at that emergency time. Therefore, the patient was at risk. Additional information was requested.